Event description:
Had rk eye surgery in '93, currently known as lasik eye surgery. I've suffered since with no relief in sight. Considered suicide ever since. In 2008 had all 4 punctal plugs inserted for "some" relief. I've been to the (B)(6) clinic, (B)(6), and many ophthalmologists. Have spent over $10k on their gimmicks and treatments and medications. On pain meds for last 6 years, but of course instead of giving us pain meds they rather see us kill ourselves!!! Only worked 2 to 3 days a week my last 10 years of work. Forced to retire 2 years ago at age 55. Divorced because of it. Can't do a ¿profanity¿ thing outside in wind, dust sunlight, heat, or cold without making eyes hurt even more. Life sucks and I don't blame people for killing themselves after lasik. It is not a mental health issue!! It's the ¿profanity¿ pain you dumb ¿profanity¿ doctors!!! Hope all the people performing lasik surgeries burn in hell! If I didn't have 2 daughters who are perfect angels, I too would be checking out. But I too may someday reach my last breaking point, of which I had many already. Thanks, (B)(6). Many tests and treatments over the 30 years of pain and misery.